Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (329 mg/dl). Customer stated elevated bg levels are due to eating a "bad dinner", and they are still working with their health care professional on adjusting the pump correction factor and carbohydrate ratio. Customer delivered a bolus to stabilize bg levels. System check with tandem technical support was performed and the pump was functioning as intended.